Manufacturer narrative:
Patient ID and weight were requested from the authors, but not provided. Per article page 6., "hemorrhage is a risk with any procedure involving intracranial insertion of a catheter. In these 3 patients, despite our careful trajectory planning, vessels along the catheter tract were violated." No malfunction of the device is alleged. Therefore no device evaluation is necessary.

Event description:
In the article, intracranial mr-guided laser-induced thermal therapy: single-center experience with the visualase thermal therapy system by patel p, patel nv, danish sf, the authors report their single-center experience with 102 patients who underwent mrglitt (magnetic resonance guided laser interstitial thermal therapy) between 2010 and 2014. The procedure could not be completed in an (B)(6) with recurrent meningioma who developed an insertional hemorrhage while undergoing mrglitt. This hemorrhage required emergent evacuation through a craniotomy. Secondary to this complication, the patient suffered permanent cognitive dysfunction. It was also reported that insertional hemorrhage occurred in a second patient and ablation-induced hemorrhage occurred in a third. Of the 3 patients with hemorrhage, 2 did not require open surgery as an intervention until after mrglitt completion. Specific patient information was not provided for the second and third hemorrhage incidents. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.